Manufacturer narrative:
Device evaluation summary: the reported blood being sent to the waste bag was verified during service. The service technician observed when the level ovr is run in tera-term the optics voltages were off. The issue was resolved by adjusting the voltages to 100v and 40v. Hlt was run. Preventive maintenance was performed per specifications. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported blood being sent to the waste bag was verified during service. The service technician observed when the level ovr is run in teraterm the optics voltages were off. The issue was resolved by adjusting the voltages to 100v and 40v. Hlt was run. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, the customer reported that the 'good' blood was being flushed straight to the waste bag. The instrument was replaced to complete the procedure. There was no adverse patient effect associated with this event.